Event description:
Customer reported that she had been experiencing low blood glucose levels down to the range of 30 mg/dl to 40 mg/dl. Customer stated that she self treated by eating fruit. Blood glucose level was 144 mg/dl at the time of the call/ no further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip and minor scratches on display window. The drive support disk was inspected and no anomaly was noted. The device passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.